Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 693565 lead implanted: (B)(6) 2013. A 429688 lead implanted: (B)(6) 2013. A 5076-52 lead implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was pulled back and unable to be advanced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.